Event description:
Customer stated that their meter is reading low. They stated that the paramedics were called and before they arrived they checked their glucose with the meter and it read "in the 100s' and when the paramedics performed a reading it read "in the 300s". The customer went into shock and had their 14th stroke. The customer did not have the necessary supplies to complete a review of the system so, a replacement meter was sent and they were asked to return the old meter for futher eval. The customer was invited to call 24/7 with future questions/concerns.